Manufacturer narrative:
A ge service representative performed an onsite investigation. The emergency stop button was pushed in. The system was repaired and tested and found to be working as intended and put back into service.

Event description:
The customer reported that the joystick would beep when moved but no movement would occur. No patient injury was reported.